Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. Unable to perform the excessive no delivery alarm test due to the motor error anomaly. The unit also had a missing end cap sticker.

Event description:
The customer stated that the insulin pump gave her repeated motor error alarms over the weekend, resulting in blood glucose levels greater than 600 mg/dl. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.